Event description:
Reportedly, "on operating, on the way of using, when insert the ring, tried to hook the suture at the ring, confirmed the needle was broken. The crack of the needle could not be founded anywhere." Sex: male. Procedure:mvp.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information available for description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.